Event description:
On (B)(6) 2012, the pt reported that the rubber is peeling off of the up button on her infusion device. The rubber is completely peeled off and she can see the metal plate of the button that the rubber covers. The pt stated that the up button would no longer respond to being pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.